Manufacturer narrative:
(B)(4). Final analysis of the pump found the pump battery had high resistance. Recall - a small percentage of these pumps may exhibit low battery reset, premature elective replacement indicator (eri), or premature end of service (eos). Additionally, for a small percentage of these pumps, the minimum timeframe of 90 days between eri and eos may be reduced due to this battery issue.

Manufacturer narrative:
(B)(4).

Event description:
Pump was returned with no information; analysis performed. The medication in the pump was baclofen.